Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal clipping procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip bent and would not detach. Additionally, difficulty was encountered while withdrawing the device from the patient. The case was completed with another resolution clip device. Reportedly, no device damage was noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal clipping procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip bent and would not detach. Additionally, difficulty was encountered while withdrawing the device from the patient. The case was completed with another resolution clip device. Reportedly, no device damage was noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the device was half deployed, and that the clip assembly was not returned. The yoke, which was still attached to the control wire, was actuated and deployed. The oversheath was cut near the distal end and 12cm was missing. Based on the return condition, the device could not be functionally evaluated with respect to failure to release from the delivery catheter while in use. Review and analysis of all available information failed to determine a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.